Event description:
A male patient called lifecor customer service support to report he is experiencing constant "adjust belt" messages. He reports losing weight since he was originally fit into the system. New, smaller, garments were provided. Six days later, the patient called to report that the alarms were still occurring with the new, smaller, garments. Customer support asked that he perform a manual recording and download the information. A review of the download revealed excessive right ECG falloff combined with dual lead ECG noise, and left, front and back ECG falloff as well. The patient's electrode belt was replaced.